Event description:
It was reported that the customer received a no delivery alarm. Her actual blood glucose level was not reported but she was troubleshooting for a high blood glucose level. The product was not returned. Nothing further to report.

Manufacturer narrative:
Reference medwatch 3004209178-2015-41348 for additional information. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.